Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump suspend 14 times and the was not delivering insulin. The customer's blood glucose level was unknown. The customer reported that the insulin pump received errors. The customer reported that the insulin pump was not working as designed. The device will not be returned for analysis.